Manufacturer narrative:
The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: corroded battery tube, scratched case, cracked battery tube threads, pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment, broken belt clip rails (minor) and cracked retainer. Cosmetic damage was confirmed at battery compartment during analysis. Confirmed retainer ring damage. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced crack on the battery tube side of the insulin pump. The customer reported no adverse event. Troubleshooting was performed and advised the customer to return the pump. The event involved product(s) mmt-1884. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. The customer discontinued using the insulin pump. Mmt-1884 was requested and customer returned the device.